Event description:
The customer reported pin from the jaw came out in patient. Sales rep reported no known patient injury, he believes the surgeon found pin right away. No additional information provided after several attempts.

Manufacturer narrative:
(B)(4). Three (3) sp90-3008 devices were received for evaluation for the pin from the jaw came out in patient. Sales rep reported no known patient injury, he believes the surgeon found pin right away. The device was visually evaluated by the manufacturing engineer and the quality engineer who confirmed the reported failure. One (1) of the j14 devices jaw was bent over and closer examination under the microvu revealed that the rivets were all intact but the link pin that connects the two jaw pieces together was sheared off at an angle. A piece of the pin was still present. The manufacturing engineer disassembled the instrument to further evaluate the actuating rod and determine how the pin sheared off. Once disassembled the rod was examined and was observed not to be bent or broken in any places. It is unknown exactly how the pin became sheared off. In the manner in which the device jaw was bent the most probable cause is that the device was snagged on something, possibly a tray or mishandled in some way. The additional returned j14 device and the k14 device were evaluated and were observed to have all parts intact. There were no broken parts and the devices functioned as intended. These devices are 100% inspected for functionality prior to release; therefore, the damage to the device occurred within customer care. A review of the device history record did not reveal any non-conformances. A review of the incoming lot for the link pin part 92-0766, lot # 14224015, did not reveal any non-conformances. The device passed all acceptance criteria for release. Recommendation is for the customer to review the products information, IFU 26-2900 rev b for proper use, handling and care. (B)(4) will continue to trend and monitor this reported issue and for this product code.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.